Event description:
It was reported that the patient experienced continued spinal headaches even after blood patch. On (B)(6) 2014, the catheter was partially removed and the dura was closed. The device system was delivering gablofen (250 mcg/ml at 30 mcg/day). The day of the surgery (B)(6) 2014, the pump was dropped to minimum rate. It was later reported that the patient had a csf (cerebrospinal fluid) leak with neck pain and a spinal headache. On (B)(6) 2014, lab work was done; the patient had a ¿high cpk¿. On (B)(6) 2014, a CT scan without contrast was done; the results were reported as ¿no intracranial hemorrhage¿. The event was noted to be related to the device or therapy and the implant procedure. The severity of the event was noted to be ¿moderate¿. It was later reported per this reporter that the surgical revision took place on (B)(6) 2014. The outcome of the event was reported as ¿ongoing event¿. It was later reported that on (B)(6) 2014, a surgical treatment of ¿burr hole for subdual drain¿ was done and a CT scan without contrast with results reported as ¿subdural evacuation¿.

Event description:
Additional information later received reported the outcome as resolved without sequelae, (B)(6) 2014. And additional information received later also reported repair of dura around the catheter (B)(6) 2014. The outcome was noted as resolved with sequelae, (B)(6) 2014, sequela development of hygromas. Additional information later reported the dizziness and fall was possibly related to the device or therapy and possibly related to implant procedure.

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient got dizzy upon standing and fell. The patient did not hit their head but CT scan without contrast showed increase in bilateral subdural hematomas requiring immediate surgery to evacuate the hemorrhages. The severity was indicated as severe and resulted in in-patient or prolonged hospitalization. Additional information later reported the patient had a csf lead at the catheter site. The leak was repaired but the patient developed hygromas. It was also noted the pump was refilled (B)(6) 2014. The pump was used to deliver lioresal baclofen. Additional information later reported the patient needed to have burr holes in the skull to remove the liquefied blood from the csf. The hcp performed a dye study and there was no leak observed. The patient recovered without any neurological deficits. Additional information later reported a surgical revision of the catheter was performed (B)(6) 2014. The patient required surgery on (B)(6) 2014 and needed to have burr holes for subdural drain.

Manufacturer narrative:
Concomitant medical products : product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).